Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient and the guidewire was discarded. Model# and lot# of other pipeline involved: model: fa-77500-14, lot: ap10-069 - dom: 4/28/2010 - exp: 4/1/2013. Model# and lot# of guidewire involved: model: 103-0601-300, lot: 9470124 - dom: 7/25/2011 - exp: 5/1/2014. (B)(4).

Event description:
It was reported that the patient was treated with two pipelines with no complications were observed. Post procedure, the patient expired due to hemorrhage in the ipsilateral m2 branch of the mca. The physician commented that there was no evidence of any bleeding in this region during the procedure and the bleed was not related to the pipelines or treated aneurysm. The cause for the bleed was possibly due to guidewire perforation. The guidewires that were used in the procedure are synchro (stryker) and x-celerator (ev3).